Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "the pelvilace biourethral support system is for single-patient use only and is to be implanted surgically. Do not use the pelvilace biourethral support system if the integrity of the package is opened. Dehydrated or dry tissue should not be implanted. Postoperative retropubic bleeding may occur in some pts and must be controlled prior to pt release. The pelvilace biourethral support system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace biourethral support system at mid-urethra requires that the tissue ie flat with minimal or no tension under the urethra the pelvilace biourethral support system is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace biourethral support system. Pts should be advised that pregnancy following an pelvilace biourethral support system procedure may negatively affect the success of the previous procedure and incontinence may reoccur. The safety and effectiveness of pelvilace biourethral support system has not been established for the treatment of stress urinary incontinence in males and children under the age of 18". (B)(4).